Event description:
Pt reported he changed the cartridge at 4 am this morning had a error message a hour ago. He changed to another pump, got the same message, he confirmed the battery is full, we do not know since when he did not get medications, pt is at ER due to double pump failure. He has no signs of shortness of breath. In the mean time we are sending new pump as same day shipment. Pump return tracking information is not available. Photographs were not provided. This isa continuous infusion. Set flow rate and volume delivered are unknown. Serial numbers unknown. Did the reported product fault occur while in use with the pt? Yes; is the actual device available for investigation? Unk. Did we replace the device? Yes; we are sending new pumps. Did the pt have a backup device they were able to switch to? No; both pumps are acting same issues. Is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Pt is in the hospital currently and we are sending new pumps. Reported to (B)(6) by pt/caregiver. Ref report: mw5150527.